Event description:
The customer observed falsely elevated carbon dioxide (co2) results generated on the architect c4000 processing module for one patient. The customer noticed the anion gap result for this patient was low and decided to repeat the sample on another instrument. The repeat generated a lower carbon dioxide result and a higher anion gap. The customer released the repeated results. The anion gap is calculated measurement from sodium, chloride and carbon dioxide (co2). The following data was provided: lab normal ranges: carbon dioxide = 23 to 29 meq/l. Anion gap = 8 to 16 meq/l. Sid (B)(6). Initial carbon dioxide result = 36 meq/l, repeated result from another instrument = 22 meq/l. Initial anion gap result = 0 meq/l; repeated result from another instrument = 16 meq/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated carbon dioxide (co2) results generated on the architect c4000 processing module for one patient. The customer noticed the anion gap result for this patient was low and decided to repeat the sample on another instrument. The repeat generated a lower carbon dioxide result and a higher anion gap. The customer released the repeated results. The anion gap is calculated measurement from sodium, chloride and carbon dioxide (co2). The following data was provided: lab normal ranges: carbon dioxide = 23 to 29 meq/l, anion gap = 8 to 16 meq/l. Sid (B)(6). Initial carbon dioxide result = 36 meq/l, repeated result from another instrument = 22 meq/l. Initial anion gap result = 0 meq/l; repeated result from another instrument = 16 meq/l no impact to patient management was reported.

Manufacturer narrative:
The customer recalibrated the sample and reagent probes, and replaced the cuvette wiper as recommended by the customer support specialist (css). However, the cuvette wiper was deemed the likely cause for the discrepant carbon dioxide results. The architect c4000 processing module function was then verified with a control run. An instrument service history review revealed no additional issues of discrepant carbon dioxide results reported for (B)(6) . A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module serial number (B)(6) or the cuvette wiper was identified.